Event description:
It was reported that during the preparation phase, the filter of an emboshield nav6 was unable to load onto the delivery catheter pod (dc pod). The device was not used and there was no patient involvement and no clinically significant delay in the procedure. Device analysis noted that the shaping ribbon was separated (not in two separate pieces) 1cm proximal to the tip solder. A core break of the filter wire results in the wire being held together by tip coils only. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty to load the filter was unable to confirmed due to the condition of the returned delivery catheter. Additionally, it was noted that the coils/shaping ribbon on the barewire were separated, but the wire remained in one piece. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The additional damage noted to the delivery catheter handle and barewire coils/shaping ribbon noted on the device likely occurred due to handling/manipulation prior to use or during packaging for return and do not appear to have contributed to the reported loading difficulty. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.